Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. In addition, the pump history was noted to be inaccurate and indicated a data log corruption. The customer's blood glucose (bg) level was impacted (375 mg/dl) as the customer did not have a backup insulin method. Reportedly, after the customer received the replacement pump, pump therapy was started and the customer delivered insulin to bring bg level down.